Manufacturer narrative:
Exemption number e2015058. The device records 43 log entries between april 2005 and may 2015, of varying durations, including a ten minute manual power up in may 2015. Investigation was unable to replicate the reported fault . The ten minute time out may indicate the user was power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.